Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised back on (B)(6) 2021. Patient was dislocating and needed a longer femoral head. The acetabular component was a stryker cup. The case # for that revision is (B)(4). Unfortunately the patient is still dislocating. Surgeon felt it would be best to convert the stryker liner to a constrained liner. The 36mm +12 depuy head was removed and a 28mm +12 femoral head was implanted. The hip was reduced into the constrained liner and felt to be stable. Closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, right hip.